Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages/bent pins) has been confirmed. Upon investigation the electrode belt trunk cable connector pins were missing and the connector was damaged. The root cause for the missing trunk cable connector pins was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.